Event description:
Revision of left total knee arthroplasty approximately 1.5 years postoperatively due to continued, unresolved pain.

Manufacturer narrative:
Devices were not returned to manufacturer for evaluation.